Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2013, at 10:00 p.m. At an unspecified date/time the patient reported obtaining blood glucose results of ¿90, 400 mg/dl¿ and ¿400, 120 mg/dl¿ with the subject meter performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 20%. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. Three days after the alleged issue occurred, the patient stated she began to feel ¿no energy, zoning out¿. The patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ precision criteria.

Manufacturer narrative:
Follow-up # 1 (07/24/2013) product evaluation: the test strips were returned on 07/112013 and analysis completed on 07/19/2013 by lifescan product analysis with the following findings: the returned test strips were analyzed using control solution and error 4 message was observed. The cause was not determined. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (09/17/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 7/11/2013 and 9/6/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.